Event description:
The dealer reported that two error messages displayed on the unit. Eval of the returned product found that there were loose screws inside the panel.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4): the dealer opened the sensor panel and found that there were loose screws inside the panel. The unit was repaired for the loose screw issue. The panel was calibrated and self tests were performed to assure proper function. (B)(4).